Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 456 mg/dl, at the time of incidence. Customer was treated with manual injection and with bolus for high blood glucose level. Customer¿s blood glucose level was 310 mg/dl. Customer reported that the auto mode was active at the time of incidence. Customer did the high pressure test and insulin pump passed all the test. Customer did not alleged that the insulin pump was under delivering. Customer mentioned large difference in the sensor and blood glucose value and insulin delivery was not suspended. The insulin pump will not be returned for analysis.